Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported por (power on reset) message was seen after the patient had a cardioversion procedure today. Patient was advised to see their doctor. No symptoms were reported and no further complications were reported or are anticipated.